Manufacturer narrative:
Associated devices: restoration adm. Cup w/ha, catalog # 1235-2-461 28mm standard femoral head, catalog # 6280-0-128. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient dislocated. Doctor closed reduced the dislocation.